Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a collet contaminated and stuck with fluid in the reported problem area of the pipette assembly. The collet was cleaned, the other collets were inspected. The instrument was inspected, tested without further problem, and returned to service.